Manufacturer narrative:
Further communication with the facility nurse, on 8/20/97, 8cc's was returned which is standard for this pt. It was additionally stated that the facility wanted to perform further troubleshooting recommedations and recalculate the flow rate after a two week period; however, the pt did not wish to be seen prior to the 50-58 day refill period. At this time the device appears to be functioning appropriately and this is believed to have been an isolated incident. The device remains implanted for continued use in the pt's therapy regimen. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this cat number and no trends have been identified. The MFR's investigation of this event is inconclusive. Basedon the info available no conclusion can be drawn as to the cause of this event. The facility will be notified of co review of this event. No further info is available. The MFR is now closing its file on this event.

Event description:
The device was implanted approximately seven years ago for intrathecal infusion of morphine for treatment of pain. (Note: intrathecal infusion of morphine was not a MFR's indication for device leakage from the device septum. On 6/7/1997, the facility contacted a MFR nurse and reported that on, 6/6/1997, the device residual volume was 0. The device was stated to have been accessed 59 days ago and the usual device residuals have been 3-4cc. The MFR nurse questioned if the device was dry. The facility nurse reported that the device needle was repositioned twice and she was positive that the device needle was in position in the device center septum. The facility nurse instilled 5cc normal saline as instructed and there was still no return volume. The pt states that they all have a problem with the MFR's device refill kits; even the physicians. It was additionally stated that the device is difficult draining the device and instilling the medication. The facility nurse could not find the calibrated flow rates in the pt's records. The device was filled with morphine. The attending physician was informed of the pt's problem. The pt will be monitored over the weekend for breakthrough pain and the MFR will followup with the facility for additional info on this event.